Manufacturer narrative:
Type of investigation not yet determined: (4118/3233): a supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was not working on battery. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Corrected fields - d5,h3,h6(health effect ¿ clinical code,component codes). Additional information - e1 (event site state - (B)(6)),(event site postal code - (B)(6)). Additional information was requested from the customer with regard to the repair and status of the iabp. The customer reported that in order to fix the issue, the solenoid driver board was replaced, and that all functional and safety checks to meet factory specifications were performed, and all passed. The iabp was then cleared for clinical service.